Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that during the procedure the surgeon attempted to use an ems stapler to fix the mesh to the peritoneum. The first ems fired two to three good staples then would not feed more staples. The next (4) ems opened performed the same. A final ems was opened and functioned correctly to complete the case. There was no consequence to the pt.